Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report.

Event description:
From: (B)(6); sent: wednesday, (B)(6) 2018 12:30 am; to: gll complaint handling cc: (B)(6) subject: complaint- silk road medical (B)(4). Hello, a complaint ((B)(4)) was reported to silk road medical on (B)(6) 2018 with the use of: part number: sr-014-gw lot number: 10867512 case details: there was small calcific disease at access site. Risks were discussed with physician and he felt it could be avoided. After arterial sheath was introduced, srm 0.014 wire was introduced. It went in without resistance but after angiographic review, it appeared outside of contrast field. Wire was removed and reintroduced into true lumen. Dissection was shown on angiogram. After intended lesion was treated, a second more proximal stent was implanted and dissection flap was closed. Patient did fine. We are unsure if the dissection was caused by the guidewire or the calcium in the artery at the time of nps introduction. Device: product will not be returned as it was discarded by the hospital. Reportability status: this case required surgical intervention (an additional stent to cover the dissection), thus this complaint is deemed reportable to the FDA. As the importer of this device, silk road medical is responsible for notifying FDA (MDR submission) as well as lake region. Silk road medical plans on submitting the MDR within the 30 day timeframe. Please contact us with any questions regarding this MDR reportable event. Please confirm receipt of this email. Kindly, (B)(6), quality project manager (B)(6).

Manufacturer narrative:
Inspection of returned product summary: without return of the device no definite conclusions can be drawn as to what caused the vessel dissection. It can be seen in (figure 1) that vessel dissection is evident with confirmation through consultation with clinical specialist (B)(6), "yes, the dissection is present. That confirms the complaint as filed and it may have been caused by the guidewire". The device lot history records have been reviewed and it was shown that there were no anomalies or non-conformances raised that could have contributed to the reported failure mode. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. The risk traceability matrix rmf(tm)-003, rev. 1 states the causes of vessel dissection with regard this guidewire. However, without return of the device for investigation no definite conclusion can be drawn. According to the dfmea of this device (rmf-003_enroute0.014riskmanagementfile.pdf) "vessel dissection can either be intentional or unintentional. Unintentional vessel dissection can occur but is rarely attributed to the design of the guidewire and more commonly associated with physician's technique. Although no product standard exists for the interventional guidewires, the enroute guidewire has been designed to have comparable characteristics to known best in class guidewires in this area. Dissection is an acknowledged risk of this type of procedure; events are rare and are rarely attributed solely to the guidewire design." It was reported that the vessel was treated and the "patient did fine" after the procedure. The customer confirmed they are unaware if the "dissection was caused by the guidewire or the calcium in the artery at the time of nps introduction." The complaint in this case is confirmed due to fluoroscopy imaging as seen in (figure 1) however, the device was not returned so further investigations cannot be made as to the cause of vessel dissection. The device lot history records were reviewed and it has shown that there were no anomalies or non-conformances raised that could have contributed to the reported failure mode. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. A review of the design fmea was carried out and this has indicated that the risk was included and current controls can be considered sufficient. Attachment: [(B)(4)complaintinvestigationform.pdf].

Event description:
(B)(6). Hello, a complaint ((B)(4)) was reported to (B)(6) medical on 1/8/2018 with the use of: part number: sr-014-gw. Lot number: 10867512. Case details: there was small calcific disease at access site. Risks were discussed with physician and he felt it could be avoided. After arterial sheath was introduced, srm 0.014 wire was introduced. It went in without resistance but after angiographic review, it appeared outside of contrast field. Wire was removed and reintroduced into true lumen. Dissection was shown on angiogram. After intended lesion was treated, a second more proximal stent was implanted and dissection flap was closed. Patient did fine. We are unsure if the dissection was caused by the guidewire or the calcium in the artery at the time of nps introduction. Device: product will not be returned as it was discarded by the hospital. Reportability status: this case required surgical intervention (an additional stent to cover the dissection), thus this complaint is deemed reportable to the FDA. As the importer of this device, silk road medical is responsible for notifying FDA (MDR submission) as well as lake region. Silk road medical plans on submitting the MDR within the 30 day timeframe. Please contact us with any questions regarding this MDR reportable event. Please confirm receipt of this email. Kindly, (B)(6).